Event description:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that a peg was broken off one 32mm reusable patella trial.

Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that a peg was broken off on one 32mm reusable patella trial. Review showed that the patella trial may have experienced unexpected shearing and/or a torsional load. Available information indicates that this failure did not occur during a surgery. Review of the lot history record indicates that the device was manufactured to specification.